Event description:
It was reported to boston scientific corporation that during an anterior and posterior pelvic floor repair procedure using an uphold vaginal support system, the physician threw the mesh leg through the sacrospinous ligament, and the capio cage successfully caught the needle. The physician then depressed the capio device "very hard" a "few" more times, which caused the capio carrier to sever the lead suture. Two to three millimeters of the lead suture (with the needle at the end) was captured inside the capio cage. The physician completed the procedure with another uphold vaginal support system, without complications to the patient, who is reportedly "fine" post-procedure.

Event description:
The lay user/patient contacted lifescan alleging the meter has a damaged display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
It was reported that during an unknown procedure, there was continuous leakage of co2 from the trocars. Other devices were used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Device g batch # f9j04v; mfg date 11/24/2009; exp date 10/24/2014. Devices h, I, j, k, l, m, n, o, p: batch # unk. Leak test failure the analysis found that device (f) was returned in good visual condition. It was noted that the lens cap is cracked, however this is not related to the reported event. The device was found to be conforming when leak tested. The analysis found that device (g) was returned in good visual condition. It was noted that the lens cap is cracked, however this is not related to the reported event. The device was found to be conforming when leak tested. The analysis results found that device (h) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The analysis results found that device (I) was returned in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any possible leak failures. During testing the device leaked. The analysis results found that device (j) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The analysis results found that device (k) was returned in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any possible leak failures. During testing the device leaked without the test probe inserted through the device. The analysis results found that device (l) was returned in good visual condition. The device was functionally tested and performed as intended. We were unable to replicate the reported incident. The analysis results found that device (m) was returned in good visual condition. The device was functionally tested and performed as intended. We were unable to replicate the reported incident. The analysis results found that device (n) was returned in good visual condition. The device was functionally tested and performed as intended. We were unable to replicate the reported incident. The analysis results found that device (o) was returned in good visual condition. The device was functionally tested and performed as intended. We were unable to replicate the reported incident. The analysis results found that device (p) was returned in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any possible leak failures. During testing the device leaked during device insertion of a 5 and 10mm test probes. A batch record review was performed with the batches known and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). (B)(4). Dried body fluids. The analysis results found that device (a) was received with excessive dried body fluids; therefore the seal mechanism would not open and close as intended during functional testing. A leak test was performed and the device was noted to leak without the test probe inserted. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. One potential cause of this failure may be attributed to bodily fluids and/or debris from surgery. The analysis results found that device (b) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The analysis results found that device (c) was returned with the universal seal assembly latched onto the sleeve. No testing could be performed to evaluate the incident reported due the returned condition of the device. The analysis results found that device (d) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The analysis results found that device (e) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformances.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.